Event description:
It was reported the patient complained of pain at the pump site and wanted the pump removed. The patient was hospitalized for the event. In regards to diagnostic testing and troubleshooting, an x-ray was performed. The patient¿s dose was weaned down and currently the patient stated that the pain was gone. The patient had also complained of back pain that resolved with the weaning of the dose. Device explant was planned for (B)(6) 2014. Per the hcp the patient complained of abdominal pain and wanted the pump explanted. Work-up was negative for other pathology. The pain resolved while the pump was implanted. The patient still wanted the pump explanted. As of the date of the report, the pump was programmed to minimum dose and explant surgery was scheduled to occur (B)(4)2014. The cause of the pain remained unknown; it was questioned ¿mechanical secondary to pump¿. The patient status at the time of the report was alive with no injury. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).